Manufacturer narrative:
Of the 1 allegations of a malfunction, no pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation had no age or weight information. Of the reported patients 1 was unknown.